Event description:
Info rec'd indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.